Event description:
It was reported that two fibers from the same lot number were used during a procedure. It was reported that the breakage of one of the two fibers caused the sheet to catch on fire and that the fire was extinguished without the use of a fire extinguisher. Per the MFR rep, the cause of the fiber breakage was unk, but was not due to the operator. It was reported that the case was completed, although details regarding how the case was completed were not provided. It was reported that there was no harm to the pt or end users as a result of this event.